Event description:
Patient reportedly underwent a total hip arthroplasty on (B)(6) 2007. Patient reports allegations of pain and elevated metal ion levels. The patient was allegedly scheduled to be revised in (B)(6) 2014. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Additional information was received on april 25, 2014 including item and lot numbers and a corrected explant date. All information related to this additional information has been included in this supplemental report. This information also revealed that the item was actually manufactured at biomet UK. All manufacture information has been updated as well.

Event description:
Patient reportedly underwent a total hip arthroplasty on (B)(6) 2007. Patient reports allegations of pain and elevated metal ion levels. Revision procedure was performed on (B)(6) 2014. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number. Manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.